Event description:
After five hours of use, medication stopped infusing into the patient, even after changing the pump. The remaining fluorouracil infusion time was recalculated by the doctor, installed on 06/23 at 17:00. Later that same day, patient told nurse alarm was beeping "alarm off, tank empty." The device was uninstalled and sent to the pharmacy for validation. 81.7ml reservoir volume identified on the device reader. We changed the device keeping the same cassette but without success. Calculations redone, new manipulation of a new cassette was performed and the same device no. 405114 was used without complications. This contributed to a reported unspecified patient injury.